Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the failure to clean the device properly was not following instructions for cleaning and neglecting to use the washing tube. Olympus will continue to monitor field performance for this device.

Event description:
An olympus endoscopy support specialist reported during a requested in-service reprocessing appointment with the evis exera ii ultrasound gastrovideoscope, a customer was not using a mh-974 (washing tube) during bed side cleaning. The customer was made aware that this is a part of the pre-cleaning process. The customer is also using a non-olympus automated flushing unit to perform some of the steps for cleaning their scopes. The facility will be using the olympus automated reprocessing machine (oer-pro) and was told to reference the manual as a source for guidelines and instructions. There was no report of patient harm associated with this event.

Manufacturer narrative:
The device was not return to olympus for evaluation. There was nothing wrong with the subject device that would require repairing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.